Event description:
The patient was implanted with an implantable pump on 2000. On 2001 the pump was explanted because the pt developed meningitis. Additional information will be provided as it becomes available.